Event description:
It was reported that the patient experienced hemoptysis. A v-18 control wire was used in a non-boston scientific pulmonary artery pressure sensor implant procedure. However, following the insertion of the v-18 guidewire, hemoptysis occurred. The patient was intubated and transferred to the intensive care unit with stable condition. The bleeding had stopped, and the patient was held for observation.